Event description:
The pt reported that a seroma developed one week post implant. The pocket site was aspirated nine times before the pt underwent surgical revision in late 2007. During surgical revision, the hcp found three holes in the catheter. Another catheter was spliced into the original catheter. The pt reported no symptoms, and stated her status was "fair". The drug contained in the pt's pump was not reported. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.